Event description:
While this device was at philips for routine maintenance, it was observed that there was a bent contact pin on the battery pca in slot b. There was no patient involvement.

Manufacturer narrative:
(B)(4).